Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation below nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient is in good condition.